Event description:
Based on the additional info received on (B)(6)-2014 from a physician, this case initially considered as non-serious was upgraded to serious as the pt received treatment with corticosteroids (intervention required) for the event of synovitis. This unsolicited device case was received from (B)(6) on (B)(6)-2014 from a physician via sales rep. Additional info was received on (B)(6)-2014 and both the info was processed together. Based on the additional info received on (B)(6)-2014 from a physician, the new event of knee puncture was added. The report concerns a (B)(6) female pt who experienced synovitis and underwent knee puncture after receiving treatment with synvisc one injection. No relevant medical history, past drugs, concurrent conditions and concomitant medications were reported. It was reported that the pt was allergic to latex. On (B)(6)-2014, the pt received treatment with intra-articular synvisc one injection, at a dose of 06 ml, (frequency, batch/lot number and expiration date unk into unspecified for knee arthrosis. On (B)(6)-2014, after 04 days, the pt experienced synovitis which was very painful and inflammatory. It was reported that the physician suspected that the pt experienced an allergic reaction related to latex or a reaction to synvisc one. On unk dates, the pt started treatment with antihistamines then corticosteroids and nsaid's (non-steroidal anti-inflammatory drugs; names were not specified for all three at the time of report). The physician wanted to know urgently if there was latex composant into the syringe (needle shield or other composant around). Later, on an unk date in 2014, knee puncture was performed during which an unk amount of fluid was aspirated which was reported to be necessary. Action taken: permanently discontinued as the pt received treatment with corticosteroids, nsaid's and antihistamines. Outcome: recovering/resolving for the event of synovitis and unk for the event of knee puncture. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of info provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. According to (B)(6) health authorities, synvisc one causal role for the event of synovitis was assessed as (B)(4). Synvisc one causal role was sure per the reporting physician. Seriousness criteria: intervention required for both the events. Additional info was received on (B)(6)-2014. Ptc investigation report was added. Additional info was received on (B)(6)-2014 from a physician. The therapy start date was updated to (B)(6)-2014 from unk. The action taken with suspect drug was updated to permanently discontinued from drug withdrawn (not otherwise specified). The indication for synvisc one was updated to knee arthrosis. Laboratory data for arthrocentesis was added. The event of knee puncture and the symptoms of pain and stiffness associated to synovitis were added. The event start date for the event of synovitis was updated from (B)(6)-2014. The treatment drugs of antihistamines corticosteroids and nsaid's (all three were not specified at the time of report) were added. Subsequently, pt's clinical course was amended accordingly.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated 03-mar-2014: based on the available info pt who developed synovitis after treatment with synvisc one. Although the role of device cannot be ruled out, however, lack of info regarding concomitant medications and medical history precludes a complete case assessment.